Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that a lead noise alert was triggered. Device interrogation indicated that the patient had a true self terminating ventricular tachycardia episode that was detected as supraventricular tachycardia. The device remains in use. No patient complications have been reported as a result of this event.